Event description:
During an attempted implant on (B)(6) 2015 it was reported that the subject reply dr sn (B)(4) was not sensing atrial signals. Both leads were tested separately with an analyzer and found to be functioning. Another reply dr was subsequently implanted instead.

Event description:
During an attempted implant on (B)(6) 2015 it was reported that the subject reply dr sn (B)(4) was not sensing atrial signals. Both leads were tested separately with an analyzer and found to be functioning. Another reply dr was subsequently implanted instead.